Event description:
The distributor reported the following event for the (B)(6): "the rigid inner packaging fractured when opening the tyvek. Very difficult to peel off."

Manufacturer narrative:
An event regarding packaging damage involving a scorpio femoral component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
The distributor reported the following event for the (B)(6): "the rigid inner packaging fractured when opening the (B)(6). Very difficult to peel off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.